Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was unknown. Customer was advised to clean batter cap with a dry cotton swab. Customer was instructed to wait 5 seconds before inserting new battery. Customer was advised that we will ship a replacement battery cap. Customer was advised to revert to backup plan if needed.